Event description:
It was reported by the customer that the needle doesn't fully retract and stays external. If you tip the needle upside down after retracting it, it falls out.. No other information was received regarding any serious injury as a result of this product issue.